Event description:
The stretcher wouldn't go into brake mode at the head end of stretcher.

Manufacturer narrative:
Technician found the hex rod screw had broken off the hex rod at the head end of the stretcher. Technician replaced the hex rod and screw to resolve.